Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the system alarmed for "channel error" during infusion. It did not shut down without warning. The hospital has multiple devices with white film and corrosion on the iuis. No patient harm was reported.